Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine with concentration 10,0 mg/ml at a dose rate of 4,994 mg/day and catapressan with concentration 75,0 mcg/ml at a dose rate of 37,458 mcg/day via an implantable pump. The patient¿s medical history included pain. It was reported that the patient uses the th90t02 to take a bolus. After pressing the bolus button, it took 3 min to get the answer that the bolus was given. Factors that may have led or contributed to the issue were indicated as not applicable. Diagnostics/troubleshooting performed was not yet performed. They were to obtain the report of the patient. It was unknown if the issue was resolved as of (B)(6) 2025. The patient was without injury regarding their status as of (B)(6) 2025. The patient's medical history included pain. The patient's age and weight at the time of the event were unknown. There were no actions/interventions taken to resolve the event. The device was still in use, but they wanted to replace the communicator. The myptm (personal therapy manager) software application being used at the time of the event was 2.0.1700. It was further reported that the information from technical services was enough to manage the issue for the patient. The issue was resolved after technical services helped with the clearing of the data in the storage of patient data service. The device would not be returned as it was working after clearing the data which the patient will need to do sometimes. The patient was without injury.

Manufacturer narrative:
H7 and h9 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.